Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod at school they had received a communication error. The patient removed the pod. The patient did not have a backup for insulin delivery. The patient was taken to their health care provider. As treatment, the patient received a pen shot of 30 units of long acting insulin. In addition the patient had advised to rest and watch their ketones for the rest of the day, the patient was at the health care providers office for 30-40 minutes. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The download data showed that the device generated an 0x6a alarm, indicating an occlusion during runtime (threshold exceeded, not at end of bolus). No timeouts or drive stalls were observed in the data, however an increase in pulse widths were observed in tandem with the pod generating an alarm. Inspection of the pod found no damages or manufacturing deficiencies that would result in a communication error. The exact cause of the communication error could not be determined. No damages were observed with the returned device that would result in an occlusion alarm. The exact cause of the 0x6a alarm could not be determined.